Event description:
It was reported the dura was punctured. There was fluid in the device pocket site. The pt experienced poor coupling and communication issues. The battery level was at 1.4 volts. The pt turned off the stimulation and restarted the recharging process which resulted in more efficient coupling. The recharging issue resolved. The pt developed a cerebrospinal fluid leak. The leak had to be sealed. The neurostimulator was removed.

Manufacturer narrative:
The neurostimulator and lead were returned for analysis. Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.